Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, low air flow and loud noise was found during testing. Device could not be fully tested due to low flow, loud noises and smoke smell while running. There was no report of visible smoke or fire. Customer requested no repair to device, device will be returned to customer unrepaired. Customer to be notified that unit has not been serviced and device may not be appropriate for use on a patient in current condition.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, low air flow and loud noise was found during testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.